Manufacturer narrative:
Pharmacovigilance comments: the serious events of anaphylactic reaction and respiratory disorder were considered expected and possibly related to the treatment. Serious criteria include life-threatening status and hospitalization for anaphylaxis, and the need for medical intervention for both events. The non-serious event of swelling at the implant site was considered expected, possibly related to the treatment, and was not a near incident. The need for urgent medical care and the clinical course after epinephrine administration supports the diagnosis. Potential contributory factors include medical history of erythromycin allergy and possible adverse drug reaction to lidocaine or concomitant medications. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. The reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-oct-2019 by an other health professional (nurse) which refers to a (B)(6) female patient. Additional follow up information received on 24-oct-2019 by the reporting nurse. No information about medical history has been provided. The patient had allergy to erythromycin. The patient had previously received treatment with restylane to the lips on an unknown date. Concomitant treatments included endep [endep], amlodipine [amlodipine], propranolol [propranolol]. On (B)(6) 2019, the patient received treatment with 0.9 ml restylane lidocaine (lot 15826) to lips with unknown needle and technique. Same day later, on (B)(6) 2019, the patient experienced anaphylactic reaction (anaphylactic reaction) and swelling intensified (implant site swelling) at home to top lip and then to face. The patient experienced airways affected (respiratory disorder). It was reported that the reaction did not happen in clinic, it got worse as afternoon progressed. The patient had to call ambulance and spend time in the ed. The patient was hospitalized (number of days unknown). Treatment for the adverse events included adrenaline [adrenaline] in ambulance on (B)(6) 2019 and salbutamol [salbutamol] at emergency department. It was unknown whether or not the patient received an adrenaline drip. Treatment result was reaction subsided on (B)(6) 2019. At the time of report, the patient was going to see an allergenist for testing. Outcome at the time of the report: anaphylactic reaction was recovered/resolved. Swelling intensified was recovered/resolved with sequelae. Airways affected was recovered/resolved.